Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that insulin pump had failed battery test alarm and customer also reported that after inserting the new battery pump screen was blank .the customer¿s current blood glucose level was unknown. Customer¿s blood glucose at morning was 90 mg/dl. The insulin pump will not be returned for analysis.